Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it was confirmed that the device involved is not available for evaluation, a photo was provided and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the catheter broke off in a patient and had to be surgically removed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was provided for further evaluation. Based on the evaluation results, visual examination of the photo confirmed the tip of the catheter to be damaged and broken off. The reported defect was confirmed via the photo. Although the reported defect was confirmed, it is believed that the brake occurred during the application process. The end user will be advised to refer to the IFU, which states, "never pull the catheter back through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.